Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report issues with sensor glucose verses blood glucose differences. Customer's blood glucose reading at the time of the incident was 22 mg/dl, while the sensor glucose was 326 mg/dl. Customer stated that the introducer needle came out before they were able to insert the infusion set. Troubleshooting was done. Product is not being returned or replaced.